Manufacturer narrative:
Investigation summary: three open and twelve sealed 31g x 8mm pen needle samples and six photos were returned from lot. No. 1223669, cat. No. 320102. Visual examination was carried out on three open and twelve sealed samples and excess lubricant was observed on all samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the excessive lubricant is due to an overflow in the cascade on the pen needle line.

Event description:
It was reported that transparent foreign matter was found on the bd micro-fine¿+ pen needle. The following information was provided by the bdj investigation team: "bdj found that there was a transparent foreign matter on 1 canula out of 3."

Event description:
It was reported that transparent foreign matter was found on the bd micro-fine¿+ pen needle. The following information was provided by the bdj investigation team: "bdj found that there was a transparent foreign matter on 1 canula out of 3."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.